Manufacturer narrative:
The device is not available.

Event description:
During a coil embolization procedure, detachment of the coil was performed; however, the coil did not detach. It was reported that during withdrawal of the coil, it detached, and a snare device was used to remove the coil. The procedure was continued with another coil without clinical consequences to the patient.

Manufacturer narrative:
Manufacturer and expiration date: updated the device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
During a coil embolization procedure, detachment of the coil was performed; however, the coil did not detach. It was reported that during withdrawal of the coil, it detached, and a snare device was used to remove the coil. The procedure was continued with another coil without clinical consequences to the patient.